Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (concentration 5mg/ml; dose 0.25mg/day) and bupivacaine (concentration 2mg/ml; dose 0.1mg/day) via an implantable infusion pump. Indication for pump use was spinal pain. Since device implant, the patient reported to the hcp that they had no relief/not receiving effective therapy. Then at one point the patient started getting drowsy. A dye study was performed on (B)(6) 2016 and was successful with no issues found. The hcp increased the dose multiple times. The patient reported side effects from the medication but no relief. The last dose was morphine 5mg/ml at 2.005mg/day and bupivacaine 2mg/ml at 0.8034mg/day. The catheter was explanted and replaced on (B)(6) 2016. The issue was resolved and patient status at the time of the report was alive with no injury. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Analysis of the catheter, model# 8780, serial# (B)(4), found no significant anomalies. Conclusion code was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.